Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03816. It was reported that wire fracture occurred. A 1.25mm rotalink¿ plus and rotawire were selected for use. During platforming prior to entering the patient's body, it was noted that the rotawire broke inside the rotalink¿ plus catheter. The procedure was completed with a new rotawire and rotalink¿ plus. No patient complications were reported.